Event description:
Kangaroo pump tubing observed to deliver water via continuous infusion and tube feeds via bolus, which is contrary to the intended device design. Event detected and no patient harm. Rn used pump tubing with a different lot number.